Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging the the meter powered off during use and when powered back on reporter was able to view reading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.